Event description:
Clinical study. It was reported that 1 year 16 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated was located in the right coronary artery (rca) with 94% stenosis. The pysician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. The patient was discharged on ticlid and aspirin 5 days later. Eight months later, the patient developed acute heart failure and was hospitalized for IV thearpy. Coronary angiography showed no abnormalities, however, transesophageal echocardiography revealed worsening mitral regurgitation. He was discharged but re-admitted to another hospital for mitral valvuloplasty 1 yr and 16 days after the initial procedure. The patient, however, experienced acute mi and ventricular tachycardia after the surgery. Direct current counter shock was performed and iabp was placed to reduce cardiac load. Coronary angiography revealed total occlusion of lcx which was treated with a bare mental stent to become 0% ds in visual. He was then transferred to the study site. It was confirmed with a cardiac surgeon through a study co investigator, that the coronary angiography had shown patent target lesion with taxus stent. The co-investigator also clearly denied device failure of the taxus stent as a cause of mi.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.